Event description:
Per mdrf, this system was removed due to infection: lumax 340 hf-t, MDR 1028232-2008-01262. Setrox s 45, MDR 1028232-2008-01263. Linox sd 65/18, MDR 1028232-2008-01266. Linox sd 65/16, MDR 1028232-2008-01432.